Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.

Event description:
Primary IV bag was d5 lr. Nurse hung a secondary of cefazolin (antibiotic). When she rechecked the infusion, she noted that the antibiotic had backed up into the primary line, identified by the chamber on the primary line being completely full, along with bubbles. There was no pt harm and no medical intervention was required. Customer stated that no add'l event or pt info is available.